Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review, a correction was noted on 08-nov-2021 on 3500a follow-up under ¿h10. Additional manufacturer narrative¿. It should have stated, ¿initially it was reported under the ¿d10. Concomitant medical products and therapy dates¿ the product of ¿unknown brand reprocessed cable¿. However, additional information was received on 05-nov-2021, providing the cable product information. Therefore, processed "d10. Concomitant medical products and therapy dates".

Manufacturer narrative:
Initially it was reported under the ¿d10. Concomitant medical products and therapy dates¿ the product of ¿unknown brand cable¿. However, additional information was received on 05-nov-2021, providing the cable product information. Therefore, processed "d10. Concomitant medical products and therapy dates". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a biosense webster, inc. Product analysis lab observed a hole in the pebax with metals exposed. Initially it was reported that when they started to ablate on the left side of the heart, the force reading on the carto 3 system was displayed as "hi." The catheter was re-zeroed without resolution. The catheter was replaced and then the visualization of the catheter itself was displayed upside down. The reprocessed cable was replaced and the issue resolved. The carto 3 system was operating per specifications and it was reported that it was not responsible for the product issue. The procedure was continued. No patient consequence was reported. This catheter was replaced due to system testing. Therefore, not assessed as MDR reportable for this device. Additional product clarification is being requested for the reprocessed cable which resolved the not reportable issue. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2021 there was reddish material and a hole in the pebax with metals exposed which were observed. The hole in the pebax with metals exposed was assessed as MDR reportable. The awareness date for this reportable lab finding was (B)(6) 2021.

Manufacturer narrative:
Medical device problem code of ¿appropriate term code/no code available¿ represents ¿catheter replacement due to system testing". The bwi product analysis lab received the device for evaluation on 04-sep-2021. The device evaluation was completed on 19-oct-2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and shaft proximity interference (spi) screening test of the returned device. Visual analysis of the returned sample revealed reddish material and a hole in the pebax with metals exposed on the thmcl smtch sf bid, catheter. The spi screening test was performed, in accordance with bwi procedures. The returned sample was connected to carto3 system and error 106 was displayed on the screen. Therefore, the catheter was dissected on the tip area, loss of electrical continuity of the green paired wires to the sensor was found. Concluding that is an internal failure of the sensor. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. According to the event description, during the process, the cable was replaced, and the issue was resolved. The root cause of the pebax damage cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specifications and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. (B)(4).